Manufacturer narrative:
Corrected data: b2 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-34}}; product lot/serial number {{(B)(6)}}; product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}} product ID {{l-evolutfx-34}}; product lot/serial number {{(B)(6)}}; product type: {{compression loading system}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the transcatheter bioprosthetic aortic valve, a pre-implant balloon valvuloplasty was performed. The day following the implant procedure sinus rhythm (sr) with an intraventricular conduction delay (ivcd) were identified. The second day following the valve implant the rhythm converted to a first degree atrio-ventricular block with left bundle branch block (lbbb) and premature atrial contractions (pac). The electrophysiologist was consulted and a permanent pacemaker was implanted 2 days later and the event was considered resolved this same date. The event prolonged hospitalization. The event was reported as causal related to the implant procedure and transcatheter valve.